Event description:
This was a vascular intervention case performed to treat a 4cm lesion at the distal sfa. A turbo-elite catheter was utilized, and three passes were made through the lesion. After the final pass, the catheter was removed, and it was noted that the distal radiopaque marker band had dislodged from the tip of the catheter and was left in the left distal sfa. The radiopaque band was retrieved using a balloon by passing through the band and inflating the balloon. The patient was not affected by the loss or retrieval of the band.

Manufacturer narrative:
Evaluation summary: the visual inspection of the catheter returned found the epoxy tapered, which seems to show the band had been put on correctly. The band was measured with calipers and met specification as called out on the final assembly drawing. The ral shows four different failure modes for the tapered band becoming dislodged. These include a finish that is too smooth/fine; ID too large; length too short; or the band is not tapered. The finish of the band could not be easily evaluated because the device had been used, due to the appearance of both the band and epoxy plug, the band was clearly tapered and placed in the correct orientation. The length of the band was measured using calipers and was found in spec. Finally, the band was slightly smashed, probably after retrieval during procedure; therefore, the od of the epoxy plug was measured. From this measurement, it appears that the ID of the band was also within spec. No other visual defects were found.